Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 25 mg/ml morphine (unknown) at 13 mg/day. The reason for use was not reported. It was reported that there was a motor stall seen at initial interrogation. Pump status and/or event log report motor stall occurred. It was unknown if the patient recently had an MRI. The rep got a call from a facility who has a patient that had repeated motor stalls from the day prior ((B)(6) 2018). The eri for pump is 14 months. The caller didn't know if the patient had an MRI recently. It was reviewed what can cause a stall and to speak to the patient to rule out MRI and emi (electromagnetic interference). The patient has withdrawal symptoms. They reviewed emi considerations and confirmed there are no emi/magnetic sources present. Additional information was received from the rep. It was reported that at the time they were notified, the motor stall was lasting for more than 24 hours. There were no known environmental/external/patient factors that may have led or contributed to the issue. Dia gnostics/troubleshooting performed included telemetry performed twice in a row and logs read. Interventions/actions that were taken to resolve the issue included that the physician was notified and he stated that the pump would be replaced if the motor stall did not recover. Surgical intervention had not occurred and it was not scheduled, but it was planned. The issue was not resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury¿. There were no further complications reported/anticipated.